Manufacturer narrative:
H10: one (1) used list # d1000, tego¿ connector; lot # 3918522 was received on june 24, 2020 for evaluation. As received, blood residuals were present under the tego seal in the area of the thread posts and in the area of the male luer. No other damage or anomalies were identified. It is unknown how the blood residuals were created. No mating devices were returned to evaluate withe the d1000 tego connector. Subsequent pressure and vacuum leak tested showed the returned device met pressure and vacuum leak expectations outlined in the product performance specification. The complaint of air bubbles was unable to be replicated or confirmed. The device history review for lot number 3918522 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a tego connector that during priming for hemodialysis, a large number of microbubbles were noted in the arterial line just distal to the central venous catheter/tego connector. The system was put into "recirc" and microbubbles were cleared via the venous drip chamber but more microbubbles persisted afterwards. The tego connector was changed and bubbles were no longer noted. There was patient involvement, but no blood loss, no serious injury, no property damage noted, and no medical or surgical intervention was required. The device was replaced with no further problems encountered. The patient returned to baseline.